Manufacturer narrative:
B3: the event occurred on an unreported date two months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified injection and an unspecified drug (intraperitoneal) for the event. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.